Manufacturer narrative:
A visual examination of the returned screw was performed under magnification. The thread on the taper portion of the threads and the locking thread area where the screws would engage with the locking threads of the plate shows some slight wear with the anodized surface rubbed off. This wear does not seem to be excessive and it seems to be consistent with normal wear on the screws. Additionally the screw was dimensionally checked per the standard inspection protocol for that part; there were no out of specification dimensions.

Event description:
An aculoc 2 plate was implanted. One month later, one of the implanted screws backed out of the bone and was subsequently explanted.